Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. A customer reported that while she was in the hospital for an unrelated issue, the sensor detached prematurely on the tenth day of wear. The customer became hypoglycemic and required the treatment of glucose injection by a healthcare provider. There was no report of death or permanent injury associated with this event.